Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus, ous, mr 2.50x32mm stent delivery system (sds) was returned for analysis. The stent was not returned with the sds. The balloon cone profiles were reviewed and the balloon wings were subjected to positive pressure. Contrast medium was evident in the balloon body. A visual and tactile examination found a break in the hypotube 1055mm proximal of the hypo/midshaft bond and several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system as a result of trying to cross a calcified, tortuous lesion. A visual and tactile examination found no issue with the extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found that the tip was stretched to a length of 1.5cm. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-aug-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the tortuous and calcified distal right coronary artery (rca). A non-bsc guide wire was advanced but failed to cross the lesion. Subsequently, a balloon catheter was advanced over the non-bsc guide wire to change the angle of the artery. The non-bsc guide wire then crossed the lesion and the lesion was predilated with a non-bsc balloon catheter. A 2.50x32mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion. Pre-dilatation was again performed at high pressure with a non-compliant balloon catheter and the promus element¿ plus drug-eluting stent was advanced again but still failed to cross the lesion. Another stent was implanted followed by post-dilatation and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment and hypotube break.